Event description:
A young male pt was implanted with a sonoma clavicle pin for the treatment of a fracture clavicle approximately 2 months prior to (B)(6) 2011. The fracture had mostly healed. The surgeon elected to remove the implant on (B)(6) 2011 because the pt was experiencing pain, upon follow up x-ray the device was "bent or kinked". The surgeon thought it was likely that the pt was non-compliant to the post operative recommendations. While removing the implant, the implant broke. Prior to removal, the device was not deactivated, it was turned, and twisted until it failed.

Manufacturer narrative:
The lot number was bracketed to one of two devices, cu251010-3 or cu181209-5. The device performed per it's intended use since the pt had healed and was reported as doing fine after the attempted removal surgery. Likewise, no additional or adjunctive therapy was required. The device was improperly removed and led to the breakage. The surgeon failed to follow the instructions for use. The surgeon stated that the pt was non-complaint. This led to the bent or kinked implant. The instructions for use discuss proper post operative behavior by the pt to prevent over stressing the implant.